Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with a complete pump reset by technical support, and after the reset, the cgm error code did not appear again, allowing the customer to successfully start their sensor session.